Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a tumor resection, an imprecision was observed following registration. The registration was performed via pointmerge with fiducials. It was reported that after going sterile was when the imprecision occurred. The surgeon indicated that the frame had not moved and the imprecision was only observed at the bone flap. It was reported that the surgeon felt 2-3 mm imprecise. The surgeon completed the procedure with the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.